Manufacturer narrative:
The device was returned for evaluation and the allegation of "due to damaged cable unit the water tightness is lost" was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the camera head exhibited loss of water tightness due to damaged cable unit. There was no patient involvement.